Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), stem. The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that upon opening the taperloc xr micro size 8 stem, the surgical technician observed a cut with discoloration and white particles inside the stem¿s packaging while cutting open the inner plastic. A second taperloc was opened to successfully complete the procedure. No additional information available for the reported event.